Event description:
Related manufacturer reference number: 2017865-2022-08669. It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the right ventricular lead exhibited high capture threshold since (B)(6) 2021. It was also noted that the patient presented with noise on the atrial lead. Both leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. Analysis found that a complete lead was returned in one piece measuring 54.0 cm. Visual inspection of the lead did not find any anomalies except for procedural damage. Electrical and x-ray examinations did not find any indication of conductor fractures. Internal shorting was found due to procedural damage.